Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/4in mx bun had foreign matter. The following information was provided by the initial reporter: customer contacted me to request the return of 12 boxes of code 302558 hip syringe 10ml 21x32 bd plastipak mx bun material: 302558 batch: 4134230 expires: 04-30-20-2029 the reason for the return is because an oily substance was identified, evidence is attached. Additional information received on 08aug2025 email follow up: was there any impact on patients? If yes, please explain in detail. No, because an oily substance was identified before use. Can you confirm the date of the event? No, because the syringe was sold to a customer and then returned. Is the sample related to the incident available for analysis? The product was returned to the supplier, rep. (B)(6). Is the sample contaminated? Yes, with an oily substance. Sender's name: (B)(6). Quantity: 12 boxes with 100 syringes each.

Event description:
As per investigation, silicone content testing was performed and the values were found to be within specification, the device was deemed compliant.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. One video, three photos, and ten samples were received by our quality team for evaluation. Based on what was provided by the customer, an oily substance was observed on the stopper; therefore, the reported incident could be verified. However, two of the samples were analyzed using ir spectroscopy to identify the origin of the liquid found within the fluid path. The results showed a correlation with silicone, which is a medical-grade lubricant used in the product's manufacturing process. Its function is to enable the smooth movement of the plunger and stopper within the barrel. It is important to note that silicone does not pose a risk to user safety nor affect the syringe's functionality and therefore is not considered a foreign material. Silicone content testing was performed on the remaining eight pieces, and the values were found to be within specification, leading to the batch being deemed compliant. A device history record review found no non-conformances associated with this issue during production of this batch. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.